Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, a triclip was implanted successfully. During deployment sequence of second clip, the first clip had single leaflet device attachment(slda) from the septal leaflet. Per the physician, slda was due to the tissue integrity. Second clip was deployed successfully to further reduce the tr to grade 3. There was no clinically significant delay reported.